Event description:
The surgeon implanted an aq2003v silicone lens but the trailing haptic caught in the cartridge and tore while it was being inserted. The surgeon enlarged the incision form 3.0mm to 6.0mm to remove the lens. The surgical technician stated that it was unknown as to why the haptic tore. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility. A second lens was implanted but it also tore.